Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed an increase in impedance from around 600 ohms to around 1000 ohms, increased thresholds and poor sensing. Fluoroscopy was performed where it was noted that slack had been lost on the lead. The patient was seen for a revision procedure where the physician placed more slack on the lead. There were no additional adverse patient effects reported. The lead remains in service.